Event description:
Reportedly, from the medwatch report, a pt in o.r. For bowel resection for cancer of colon. During procedure, the auto suture pursestring 65 bowel stapling device malfunctioned. Bowel tissue was torn. Repaired immediately.